Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump was alarming or beeping. Patient stated initially he would just hear the alarm every once in a while but now he was hearing the two tone alarm. The sound was consistent with pump alarm. Patient stated his pump was out of medication but didn't indicate a missed refill. Patient only had to get the pump refilled every 3 months or so and wasn't planning on his next appointment until next month. No symptoms were reported. Patient did not know dose or concentration but stated it could be a lower dose and they lowered it as much as it could go down. No further complications were reported.